Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.

Manufacturer narrative:
This device is for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the reporter's complaint unit will not release bit was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that during a tibial nail procedure, the drill bit was hard to release from the quick coupling for k-wires. The bit was stuck and would not come out of the device. A spare device was used to complete the procedure with no further problem, no delay in procedure, and no harm to the patient. This is report 1 of 1 for file (B)(4).